Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a torn haptic. Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a micl12.6, -10.5 diopter, implantable collamer lens tore during loading on (B)(6) 2018. There was no patient contact. Backup lens was implanted during same surgery. The reporter stated that they thought the lens folded correctly, however, it was not.